Event description:
A zoll distributor reported that on (B)(6) 2015 a patient reported that the lifevest was rubbing her raw in the front and back under the therapy electrodes. She reported that her skin was broken, red, and chaffed. No additional information is known about the condition of the skin irritation. The medical outcome of the irritation is unknown. The patient continued to wear the lifevest.

Manufacturer narrative:
Device evaluation summary and method code. Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel. There is no indication of a device malfunction.